Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 298 (mg/dl). A correction bolus was delivered to address bg level. System check with tandem technical support indicated the pump was performing as expected; however, cartridge uses novolog and had been in use for 4 days. Customer was reminded that novolog is indicated for use up to 72 hours. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
.